Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR.: synergy ous mr 2.75 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage. The most distal stent strut was lifted and bent back in a proximal direction. Distal stent damage is consistent with the device meeting resistance in an attempt to cross a lesion. The stent showed no signs of movement on the balloon. The undamaged portion of the crimped stent od (outer diameter) was measured and is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube. This type of damage is consistent with excessive force being applied to the delivery system when coming in contact with and trying to cross a lesion. A visual and tactile examination of the outer and the inner lumen and mid-shaft section revealed no issues. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 21-dec-2016 it was reported that crossing difficulties were encountered.   The 86% stenosed target lesion was located in the mid left anterior descending artery. A 2.75 x 20 synergy¿ drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.